Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that cavitron jet plus package-2015 allegedly is heating up due to lack of water flow. No injury occurred.

Manufacturer narrative:
Adding UDI # - UDI # (B)(4). This is a follow up report to add this information. Investigation results: this unit was already received in york under RMA 483746 . Estimated the customer for repair and customer refused. Unit has been shipped back to the customer. Following is the inspection notes we received from york. Hose,tubing,build up/debris cracked auxiliary foot pedal connector on the power drive board. Debris buildup in the handpiece cable, low oscillation due to trouble with the jetmate handpiece. Cracked duckbill filters, flattened pinch tube restricting air/powder flow, cracked powder bowl. Debris buildup in the water filter. Cabinet has broken body posts. Will replace damaged/worn components and recalibrated unit to factory specs upon estimate approval.